Event description:
This is the third similar report, the first two were reported on medwatch numbers 1220908-2008-00640 and 1220908-2008-00650. Complainant alleged that during biomed testing, a loud noise was heard from the device. Based on the pictures provided to zoll medical corporation the damage observed from the surrounding printed circuit board assemblies is consistent with batteries overheating. The damage was contained within the battery compartment of the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product and this complaint is still under investigation.